Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the low reservoir alert functioning properly during testing using a water fill test reservoir. The time clock was monitored for 3 hours and no time clock anomaly noted. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had delays with more than 3 hours, no info on which period. Alarm that reservoir was empty while it was not. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.